Event description:
It was reported that a spectrum pump had failed pound per square inch (psi) test. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduced the reported event. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor reading. The force sensor no-tube requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.